Event description:
It was reported that one day post implant during the post operative check, it was noted that the left ventricular (lv) lead had dislodged into the atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.